Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the device fired completed staples on the patient side but no staples on the specimen side during the third firing. There were no issues with the first two firings. The surgeon was using gore seam guard buttressing material and a green gst reload. The surgeon clipped the opening on the specimen before removing it. Procedure was completed with another device of the same product code. There were no patient consequences during or post-operatively reported.